Manufacturer narrative:
This report is submitted on december 1, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2012, in order to re-position the receiver stimulator due to a thinning of the skin flap.